Event description:
As reported by the user facility: the infusion was to correct ammonia levels in the patient and 500ml was to be infused for 24 hours from 13:00 on (B)(6) 2026, at around 06:30 on (B)(6) 2026 an upstream alarm was triggered which ended the infusion with 9 hours and 35 minuets and around 200ml left to infuse. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). As no sample was provided for investigation, the reason for the malfunction could not be detected. Therefore, the issue is considered as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #k083689, k142596, k191910.